Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The high powered display central processing unit was replaced, resolving the complaint.

Event description:
The hospital reported the unit powered up with a blank display. There was no report of patient involvement.